Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " health has gradually become worse. Chronic sinus infections, gastrointestinal discomfort, hair loss, extreme skin hyperkeratosis, depression, permanently enlarged suspicious lymph nodes in the armpits, palpitations, fast pulse, very strong mood swings, massive night sweats, an extremely unpleasant body odor has developed, severe sensitivity to light, involuntary muscle twitching akin to electric shocks, nausea, dizziness, considerable forgetfulness as well as lack of concentration, alternating numb legs and arms/hands, muscle and joint pain, migraines, then diagnosed with doubly-confirmed multiple sclerosis. I am chronically ill today, and have hardly any energy and strength."

Event description:
Patient reported "permanently enlarged suspicious lymph nodes in the armpits". Patient also reported "health has gradually become worse. Chronic sinus infections, gastrointestinal discomfort, hair loss, extreme skin hyperkeratosis, depression, palpitations, fast pulse, very strong mood swings, massive night sweats, an extremely unpleasant body odour has developed, severe sensitivity to light, involuntary muscle twitching akin to electric shocks, nausea, dizziness, considerable forgetfulness as well as lack of concentration, alternating numb legs and arms/hands, muscle and joint pain, migraines, then diagnosed with doubly-confirmed multiple sclerosis. I am chronically ill today, and have hardly any energy and strength."; these events are not device related. Side and device status are unknown.